Manufacturer narrative:
On an unreported date in (B)(6) 2015, the patient was diagnosed with peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a bacterial infection which led to peritonitis. On an unreported date, the patient was hospitalized for the peritonitis for half a month. On an unreported date, the patient began treatment for the peritonitis with unspecified anti- inflammatory drugs, infused intraperitoneally (doses and frequencies were not reported). Pd therapy was ongoing during the treatment. On an unreported date, the peritonitis was resolved and the patient was recovered. At the time of this report, dianeal therapy was ongoing. No additional information is available.